Manufacturer narrative:
Correction to patient code additional codes added. Evaluation codes result and conclusion. Device evaluation summary: one battery pack was returned to medtronic for further analysis. The battery was attached to the failure investigation test ventilator and it successfully passed all tests and calibrations. The alternating current (ac) power was disconnected, and the ventilator ran on battery for 1 hour, without any error. With a manufacture date of november 2016 and battery expiration date of november 2018, the battery pack should have already been replaced as part of the preventative maintenance schedule. No fault was found on the returned component. The likely cause of the event was isolated to the intermittent battery issue due to its shelf life. No new formal investigation is required, the event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator, found a relevant code in the ventilator's memory logs and replaced the battery. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 840 ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.